Event description:
It was reported the patient experienced a loss of therapeutic effect. It was reported the patient was implanted less than 1 week ago and had been trying to get the unit working. The device was reportedly working ¿for 2 hours and then 4 hours later the patient thought we didn¿t have it right.¿ the patient reportedly spoke with the physician yesterday 2014-(B)(6) because she needed more pain meds. The patient reportedly had no problems with the trial and needed someone to teach her about the unit because it was not working and ¿stopped on its own.¿ it was further reported that the patient had hit her limit for pain, and the only other option was to wait until her appointment with the physician on 2014-(B)(6). It was reported the patient couldn¿t travel/go anywhere and was on oxycontin and dilaudid. The implantable neurostimulator (ins) reportedly showed 75% power. The ins reportedly ¿worked for 2 hours, stopped on its own¿ and later that night the patient was ¿trying to lean back and it felt like it was on pulse, but only on one of her legs, it lasted for maybe 30 seconds and then stopped.¿ it was further reported that the patient lay on her back and felt a pulsing on her left side, like a tens unit. The patient¿s daughter was also not able to get it to pulse when they set it up, and was unable to get it to go on again. The patient was reportedly in massive amounts of pain. The manufacturer representative was reportedly going to call the patient

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).